Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C51059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/ problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: ''2016''. Patient received treatment for- psych injury. Date(s) of insertion: (B)(6) 2016 discrepancy as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information, lot number added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C51059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: ??-???-2016 patient received treatment for- psych injury date(s) of insertion: (B)(6) 2016 discrepancy as per pif diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Batch no c51059 production date 2014-04-11 expiration date 2017-04-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.